Event description:
Ventilator was up and functioning on pt. Respiratory therapist (rt) and rn were in the room when ventilator started alarming, occlusion. Rt disconnected pt and rn began bagging. Rt checked ventilator. Ventilator stated "vent in op-safety valve open" and ventilator was taken out of service. Pt bagged without incident. New ventilator replaced.